Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Interrogation revealed that the right atrial lead exhibited over-sensing of noise and inappropriate automatic mode switch. The noise could not be reproduced during the procedure. No device intervention was performed and the device will be monitored. The patient was stable.